Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. Upon investigation, the battery charger/modem was unable to power on. As received, the charger had severe physical damage). The root cause for the physically damaged charger is physical abuse. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger and reported that the charger was unable to power on.